Event description:
The above date is the date I received dow corning silicone breast implants. On (B)(6) 2018, I had them removed after 5 years of debilitating illness and going from dr to dr for a diagnosis and help. My reported symptoms were chronic fatigue, lethargy and depression, lightheadedness, brain fog and memory deficits, balance problems, palpitations, shortness of breath, insomnia, night sweats, pain in joints and muscles, especially shoulders and neck areas, vertigo, constant gastrointestinal issues, such as diarrhea, skin rashes, chronic respiratory problems, anxiety, and extremely dry eyes. I was diagnosed during the past 10 years with obstructive pulmonary disease, autoimmune disease, cognitive dysfunction, myalgias, gastroesophageal reflux, dyspnea, distal esophageal thickening, depression and anxiety, and chronic fatigue syndrome. Test results from 2015 on showed inflammation and my mammogram from 2015 clearly showed a rupture of the left breast implant, although I was not provided with this info at the time; only the customary notice that my results were not positive for cancer. Not one physician of the approx 8 different drs I saw for the above symptoms made the correlation to breast implant illness until 2018 when my family dr responded to complaints of burning pain in my breasts. He recommended I have them checked, and it was then I began researching problems which are being related to silicone and saline implants. The plastic surgeon who examined my implants noted that I had calcified fibrous capsules with leakage most likely from both breasts and recommended removal. When they were removed on (B)(6) 2018, both implants were found to have ruptured. After a year of research and reading what others with silicone breast implants had experienced prior to explanting, I am convinced my breast implants were the cause of my long term and quite debilitating illness.